Event description:
Patient underwent a spinal fusion procedure (l4-s1) on (B)(6) 2014. In a follow up visit (approximately 2 weeks after initial surgery) it was found that one of the pedicle screws at the s1 location had disassociated. Patient was asymptomatic and the surgeon did not have any plans to revise.

Manufacturer narrative:
No device was returned for evaluation and since no lot number was known the DHR was not able to be reviewed. The patient has not been revised at this time and there is no plans to revise according to the surgeon. X-rays were reviewed and no cause could be determined. No more information is known at this time. If more information becomes available pioneer surgical will update this report.